Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultraping meter was powering off during use. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2011. The mss was advised by the reporter that at an unspecified time on october 13, 2011, the patient developed symptoms of "low sugar, with eyes rolling and of feeling hunger" and immediately after, at approximately 8:00am, discovered the alleged issue when trying to test the patient with the subject meter. The reporter stated that the patient "did not bolus for breakfast" in response to the reported issue. The mss was informed by the reporter that the patient was given a "granola bar, 10 carbs" in response to the symptoms. During troubleshooting, the cca educated the patient on the meter's behavior and auto-shutoff but the reported issue remains unresolved. The cca also noted that the batteries did not require replacement. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient was already symptomatic prior to the start of the alleged issue. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.